Manufacturer narrative:
The reported event of ipg not being able to communicate with the programmer was not confirmed. At receipt the ipg successfully communicated with lab utilities. The returned ipg accepted charge and was fully recharged at lab charging bank. It was unable to pass all autotest test steps due to no output on multiple channels due to broken feed through wires in the ipg header. Since output stimulation issues were not reported while the ipg was in vivo, this damage is consistent with damage caused during the explant procedure. No root cause was identified for the reported communication issues. When the ipg is at eol, it is specified to be able to provide a minimum of 24 hours of stimulation from a full recharge. Since this ipg provided 72 hours of stimulation from a full recharge, it had not yet reached eol. Correction: based on the additional information received, the ipg was operable. Hence, this does not meet the reportability criteria.

Event description:
Additional information received indicates that upon check immediately prior to procedure the rapid programmer would not connect to ipg, attributed to battery being too low. Patient however did have therapy in recent days, but had not charged ipg prior to admission. The ipg was operable. Additionally, product analysis determined there were no issues with the ipg.

Manufacturer narrative:
Date of implant is unknown. The ipg was implanted approximately for 12 years. During processing of this incident, attempts were made to obtain complete device information. Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to ipg being inoperable. Ipg did not communicate with external devices. As such, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was restored post operatively.